Event description:
Clinical study. It was reported that 207 days after a coronary artery drug eluting stenting procedure the pt required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.5mm, 95% stenosed portion of the 1st diagonal (1st dx). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50x8mm drug eluting stent in the target lesion. The lesion was post dilated. The pt was discharged the next day on plavix and aspirin. 207 days later the pt required a tvr. The physician successfully implanted a johnson & johnson cypher stent in the 1st dx. The pt was discharged the next day. In the opinion of the physician the relationship of the tvr to the taxus stent is probable and there was focal in-stent restenosis.